Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the xience prime stent was deployed in the predilated left anterior descending coronary artery. An edge dissection was noted. Another xience prime stent was implanted, which successfully treated the dissection. There was no adverse patient sequelae. No additional information was provided.